Event description:
It was reported that the ilet user deployed the infusion set incorrectly by pressing the back of the mechanism rather than allowing the inserter to deploy, which led to improper insertion of the cannula. Troubleshooting and education were provided via a video guide, and the user subsequently replaced supplies successfully. Symptoms included hyperglycemia reaching 513 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to deploying the infusion set incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.